Manufacturer narrative:
The imaging evaluation performed by gore showed: one time-point is available for evaluation; pre-implantation cta dated 12/6/2016. There is an endoleak identified on the cta from 12-06-16, but unable to conclusively classify the leak. No further evaluation could be determined with provided images. Medication's - amlodipine, ascorbic, aspirin, atorvastatin, budesonide, bystolic, calcium, diovan, docusate, ferrous sulfate, fluoxetine, hydralazine, loratadine, lovenox, multiple vitamins, pantoprazole, potassium, vitamin b12, vitamin d3, vortioxetine. (B)(4).

Event description:
On (B)(6) 2015, this patient was implanted with two gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2016, a follow-up imaging identified a suspected type iii endoleak in the contralateral leg component. The cause of the endoleak is reportedly unknown. Imaging also reportedly identified aneurysm enlargement of 8mm. On the same day, a contralateral leg component was implanted to relined the initial contralateral leg component. The endoleak resolved with the implant of the additional device, and the patient tolerated the procedure.